Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check revealed high impedance. A revision procedure was performed and the evoke closed loop stimulator (cls) was replaced and therapy restored. The patient reported falling multiple times prior to the reported event. The evoke scs system did not cause or contribute to the patient¿s fall.